Event description:
The customer stated that they received an erroneous result when testing one patient with accuchek inform ii meter serial number (B)(4). At 16:23, a sample from the patient was tested on the meter, resulting with a glucose value of 34 mg/dl. At 16:24, a sample from the patient was tested on the meter, resulting with a glucose value of 128 mg/dl. The customer believed the value of 128 mg/dl to be correct. No treatment was provided to the patient and the patient's medication was not changed. The patient has not had a low result before. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 74 mg/dl - 106 mg/dl. The patient is tested four times per day. The patient did not have any blood flow issues. The patient's hematocrit was 37.5 %. There were no changes in the patient's food and drink consumed prior to the event. The patient last took medication 6 hours prior to the event. The patient was not physically active. Controls are run daily on the meter and have to pass in order for the meter to be used for patient testing. The customer's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.